Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system, the dilator tube ripped in half outside the patient (specifics unknown). It was noted that the dilator had a slight tear right out of the package, prior to the start of the case. No damage to the device packaging was reported. The physician completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system, the dilator tube ripped in half outside the patient (specifics unknown). It was noted that the dilator had a slight tear right out of the package, prior to the start of the case. No damage to the device packaging was reported. The physician completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
Visual analysis of the returned capio device revealed that the needle carrier was bent. Cracks were observed on the device handle, which were likely due to the return shipment. Visual analysis of the returned leg assemblies revealed blood and tissue residue. Both needles were missing from the sutures and were not returned. The needles appeared to have been cut off as there was no evidence of suture fraying. Both sides of the leader loop on the blue dilator were cut, while only one side of the leader loop was cut on the blue and white dilator. The complaint alleges that the blue dilator tube ripped in half, and that a slight tear was noted prior to the start of the procedure. However, there was no visible damage to either of the returned dilators. A portion of torn mesh was attached to the uncut leader loop on the blue and white dilator; it is likely that when the physician attempted to remove the sleeve, this portion of mesh detached from the mesh body.